Manufacturer narrative:
H2/h3/h6: the ups was returned and analyzed. The ups was bench tested, along with the accompanying battery for five hours and no issues were observed. All outputs measured normal voltage and the power switch functions normally. The ups, along with the accompanying battery were installed in a camera cart test system for sixteen hours and no issues were detected. The system continued to stay powered on throughout the duration. Codes 10, 213 and 67 are applicable. H2/h3/h6: the battery was returned and analyzed. The returned battery measured 26.0 v. The unit was connected to the accompanying ups for five hours of testing and no issues were observed. The battery was installed in a camera cart test system, along with the accompanying battery for sixteen hours and no issues were detected. The system continued to stay powered on throughout the duration. As well, once disconnected from ac, the battery was able to power the system for eleven and a half minutes. Unable to replicate the reported issue. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735788, lot/serial #: unknown. Product ID: 9735771, lot/serial #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they replaced the camera cart uninterruptible power supply (ups) and battery. Then they forced a ups reset on the main cart. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that 5 minutes after the system was brought into the or room during setup, it "shut down." The site was unable to determine additional information on that issue. After the manufacturer representative (rep) got to site, they were told the system "shut down" again. When the rep went into the or room, the camera cart was powered fully off and the system was on the login screen. The rep was unable to replicate the reported issue. Troubleshooting included the rep turning off the system and disconnecting the two carts from each other and wall power, then discharging the uninterruptible power supply (ups) of both systems. No patient was present at the time of the event. No further information was received. Additional information was received stating that the manufacturer representative (rep) was told that the system shut down within just a few minutes after loading the scans, bringing it into the or and plugging it in. When it shut down it was just on the images page within the cranial em procedure. Both monitors turned off and had no power lights on. The second time, about three hours later, just the camera cart shut down with no power light on and the main cart went to the log in screen. The site has two navigation systems that are both used in one of two ors reserved for cranial/spine cases. The navigation system was plugged into a wall outlet all by itself.